Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead became extrinsically fractured due to over-rotation. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 14-45 blue j stylet in the lead. There is a cut in the outer insulation at 17 cm. There is distorted proximal conductors at 16.5 cm. There is distorted distal conductors in the connector window at 1.5cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right atrial (ra) lead exhibited high impedance. It was also reported that the lead helix was difficult to extend and retract. The physician felt the lead "pop" and the helix would not move any longer. The lead was explanted and replaced. No patient complications have been reported as a result of this event.